Manufacturer narrative:
The manufacturer previously reported a customer alleging an error code indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device was not inpatient use. Upon evaluation of the device, the complaint could not be confirmed. Therefore, it is concluded that no device problem is found.

Event description:
The manufacturer received information alleging an error code indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device was not inpatient use. The device is awaiting evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.